Event description:
Following lumbar spinal surgery, with mozaik strip, the patient developed a deep wound infection, fever, redness, pain and drainage. Intravenous antibiotic therapy was administered. The patient also required surgical debridement, irrigation and removal of the grafts. A wound culture was obtained and s. Epidermis was identified.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.